Event description:
It was stated that physician attempted to use three of the same item. The first two, the balloon stuck to the paper and the third was stuck as well but physician was able to separate the balloon from the paper and use the device. It was stated that this device has both balloons marked gastric while one of these should have been marked osophageal.